Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a surgery on (B)(6) 2024, the supraloop broke causing injury to the ovary and bowel during cautery around the uterus. The supraloop was removed and a new supraloop was used without further issues. Approximately one hour was added to the procedure due to this issue.

Manufacturer narrative:
The device was returned to our us facility on oct-29-2024, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per evaluation findings from the manufacturing site: during the technical investigation of the returned product, the following was found: the cutting wire shows signs of melting/burning at both break points, which can be attributed to the effect of excessively high temperatures. This can cause the wire to break. Some of the insulation is missing. There are discolorations/deposits on the cutting wire, which indicates that some cuts have already been made. The most probable cause is user error. According to IFU: 26183m, the article may only be used briefly with a peak voltage of max. 4.5 kvp. If this usage time is exceeded, this error pattern may occur. Premature loading without tension can also cause the sling to break. This event is filed under internal complaint ID: (B)(4).